Event description:
As part of a (B)(4) study, a patient was identified who underwent right femoral resurfacing on (B)(6) 2006. Subsequently, the patient radiographs revealed a reactive stem line indicative of femoral loosening and revision surgery was performed on (B)(6) 2014. A review of invoice history could not confirm the initial surgery date. Additional information received on product identification for the right femoral resurfacing performed on (B)(6) 2006. Additional information received on clinical study indicates patient underwent left femoral resurfacing on (B)(6) 2006. Further information received on clinical study indicates a revision surgery performed on (B)(6) 2009 on an unknown side for an unknown reason.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-06004).

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Event description: patient did not undergo left femoral resurfacing on (B)(6) 2006 or a revision procedure on (B)(6) 2009.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing on (B)(6) 2006. Subsequently, the patient radiographs revealed a reactive stem line indicative of femoral loosening and revision surgery was performed on (B)(6) 2014.